Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured circumferentially at 16 atms. (Rated burst pressure = 14 atms.) The distal portion of the balloon, in addition to the radiopaque marker, detached from the catheter and remained in the calcified stenosis in the marginal coronary artery. Retrieval attempts were unsuccessful. The pt was taken to the operating room for surgical removal of the retained balloon catheter fragment. No further pt injuries or procedural complications were reported. Pt status is reported as 'fine' at this time.